Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005622, shell porous with cluster holes 56 mm, 60203358, 00877503203, bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14, 2619632 , unknown, unknown zimmer trilogy liner, unknown. The reported event was confirmed from the surgical operative notes and follow up notes that were provided. DHR was reviewed and identified no deviations/anomalies were found that might have contributed to the reported event. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00131, 0001822565 - 2018 - 01024. Remains implanted.

Event description:
It was reported that the patient underwent a debridement of skin and subcutaneous tissue and secondary closure of a groin wound after anterior groin exploration with excision of pseudo tumor. Attempts have been made and additional information on the reported event is unavailable.